Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -2.0/+3.0/018 (sphere/ cylinder/ axis) into the patient's right eye (od) on (B)(6) 2021. The surgeon reports lens rotation and over-refraction of +0.25/-1.75-144. The cause of the event is reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. Claim # (B)(4).